Event description:
It was reported that the patient had presented to the hospital for an ablation procedure. After the procedure, it was noted that the ventricular lead exhibited a loss of capture. The physician attempted to reposition the lead but had difficulty inserting the stylet and elected to explant and replace it instead. When the new lead was connected to the pulse generator a loss of capture was again noted. The lead was disconnected and reconnected but capture could not be obtained. The device was no longer used and replaced. It was unclear if the ablation procedure contributed to the lead and pulse generator behavior. The procedure was completed successfully and the patient was doing well post surgery.